Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip would not close fully. They would not stay on the vessel. The loose clips were removed. The surgeon continued to use the device to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.